Event description:
According to a sorin crm USA, inc. Sales representative, during an interrogation on (B)(6) 2014 this device displayed the following warning: 'warning 58: last shock energy delivered (j): 0. Defibrillation system potentially ineffective.' Programmer files from the day of implant and day of followup were sent to the manufacturer for analysis. The patient file from the day of implant does not show this message. The representative also stated that on the day of implant, the patient was induced and converted with a 14j shock. No additional induction testing was performed. However there is a second 14j shock listed in therapy history that is not explained.

Manufacturer narrative:
On 1/27/2014 a response from the manufacturer is pending. On 05/15/2014 "statistics confirm the 0j shock delivered on (B)(6) 2013. No software issue was found. Implant memory data are consistent; the last shock was delivered but with no energy. A shock on t-wave was first delivered, successfully inducing a vf treated by a 14j shock. The second 14j shock was an automatic shock delivered on a spontaneous vf. This shock was aborted (no energy delivered), allegedly due to a lead impedance issue. However no other evidence of a lead or ICD system issue could be identified in available files. Available lead parameters were within specifications." A final analysis is pending from the manufacturer. On july 2, 2014 revised to adverse event, checked 'required intervention',and to serious injury. (B)(4).

Event description:
According to a sorin crm USA, inc. Sales representative, during an interrogation on (B)(6) 2014 this device displayed the following warning: 'warning 58: last shock energy delivered (j): 0. Defibrillation system potentially ineffective' programmer files from the day of implant and day of followup were sent to the manufacturer for analysis. The patient file from the day of implant does not show this message. The representative also stated that on the day of implant, the patient was induced and converted with a 14j shock. No additional linduction testing was performed. However there is a second 14j shock listed in therapy history that is not explained.

Manufacturer narrative:
(B)(6) 2014- a response from the manufacturer is pending. (B)(6) 2014- "statistics confirm the 0j shock delivered on (B)(6) 2013. No software issue was found. Implant memory data are consistent; the last shock was delivered but with no energy. A shock on t-wave was first delivered, successfully inducing a vf treated by a 14j shock. The second 14j shock was an automatic shock delivered on a spontaneous vf. This shock was aborted (no energy delivered), allegedly due to a lead impedance issue. However no other evidence of a lead or ICD system issue could be identified in available files. Available lead parameters were within specifications." A final analysis is pending from the manufacturer. Device remains implanted.

Event description:
According to a sorin (B)(4). Sales representative, during an interrogation on (B)(6) 2014 this device displayed the following warning: 'warning 58: last shock energy delivered (j): 0. Defibrillation system potentially ineffective' programmer files from the day of implant and day of followup were sent to the manufacturer for analysis. The patient file from the day of implant does not show this message. The representative also stated that on the day of implant, the patient was induced and converted with a 14j shock. No additional linduction testing was performed. However there is a second 14j shock listed in therapy history that is not explained.

Manufacturer narrative:
A response from the manufacturer is pending. Device remains implanted.